Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-13441. The pt has two leads from different lot numbers, reporting on both leads. The pt reported when he tried to turn up the amplitude on his programmer, it went to perception level and then turned off. Follow-up information identified a lead diagnostic test revealed contact 1 - 8 had invalid impedances on the left lead; contact 13 on the right lead had invalid impedance of 11,000 ohms. Reprogramming around the invalid contacts was able to capture good stimulation on the right side and partial stimulation on the left side. Surgical intervention may be take at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.